Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mom reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown time of the incident. It was reported that the customer started to throw up so she knew that she was high. It was stated that the meter was not giving her a reading. The customer treated the blood glucose with manual injections because she was sick. Troubleshooting was performed. The customer reported that the display was blank. The customer stated that the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification.. The device passed functional testing including the self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. The device was monitored and no blank display anomalies were noted. Power connector plug in and locked in place properly.